Manufacturer narrative:
Device received, evaluation pending.

Event description:
During the first freeze it was noticed that the shaft on the #3 probe (4 probes total being used) was frosting along the full length of the probe. Doctor had his scrub nurse place a sponge on the probe where it entered the skin and use a syringe to constantly drip saline on the frosted probe during the freezing process. This seemed to remove all the frost on this portion of the probe. This process was continued for both of the 10 minute freezes. Doctor did not express any further concern and at the end of the procedure the skin did not appear to be damaged.

Manufacturer narrative:
Device evaluated by simulated use testing and confirmed the reported issue of shaft frosting. Device disassembled and testing of components confirmed that the vacuum sleeve failed the freeze test.